Event description:
A medtronic rep reported the stealthstation s7 system camera failed an accuracy test. This event was reported outside of the operating room and no pt was present.

Manufacturer narrative:
No pt was present at the time of this event. The affected part was sent back to the MFR for eval. The position sensor unit (psu) failed the accuracy assessment kit (aak) test two times out of three. The psu was sent to the vendor and confirmed to be out of calibration requiring recatheterization. A replacement part was sent on (B)(6) 2012 to resolve the issue.